Manufacturer narrative:
The device (B)(4) has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during a surgery the surgeon was not able to calibrate the optical distance sensor for contactless registration using the calibration plate. After several attempts the surgeon was able to calibrate the optical distance sensor once the calibration plate was positioned in a certain way.

Manufacturer narrative:
It was reported by user that the optical distance sensor calibration step at the beginning of the contactless registration could not be performed using the optical distance sensor calibration plate. The user reported that she did check that the optical distance sensor and optical distance sensor calibration plate were correctly attached. After several tries the calibration step passed. It was assumed that the event could be due to either a decalibration of the optical distance sensor or a physical damage to the optical distance sensor calibration plate. Event summary, device history record review and complaint history review did not identify contributory factors. Technical investigation confirmed that optical distance sensor and optical distance sensor calibration plate are fully functional. On this occasion the event can not be confirmed.